Event description:
It was reported that the patient, implanted with this right ventricular (rv) lead, experienced intermittent syncope. The patient was admitted to the hospital for facial injuries after hitting his head during a syncopal episode. It was noted that the patient was pacer dependent, and rv output was programmed to 3.5v. Ventricular tachycardia (vt) detection rate was lowered, auto thresholds were on, and the patient had heart rates that went as low as 0-20 bpm overnight. In addition, a temporary wire was put in overnight. The patient went into slow vt after taking medication, and a stored episode revealed some loss of capture. Pace impedance measurements remained between 400-450 ohms, with no impedance incursions. There was no noise or change in atrial impedance measurements with isometrics. Rv output was set at 2v. There was some undersensing and inappropriate pacing noted on the temporary wire, and it was addressed with adjusting the sensitivity. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)